Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent may remain in patient. Device issue: dislodged stent. It was reported that the procedure involved the proximal left anterior descending (lad), which was very calcified. Predilatation was performed with a 2.5 x 15 balloon from another company. Went in with the 23 x 3.5 mm promus, and after pushing to get it to the lesion, the system was pulled back out of the body and the stent was not on the balloon. The stent could not be located. It was not seen in the body. It was confirmed that the stent was present during preparation. Another company's 2.5 x 20 stent was used to complete the procedure. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.